Event description:
It was reported the patient¿s blood glucose reached 400 mg/dl after wearing the pod between 4 and 24 hours on the leg. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be flattened. It is unknown how or when this damage to the soft cannula occurred. The downloaded data does not show any timeouts or drive stalls. It cannot be conclusively determined when this damaged occurred or if it impacted insulin delivery.